Event description:
In (B) (6), the patient developed a fever and muscle spasms. When the patient presented with her signs and symptoms, she was given oral baclofen 10 mg every four hours alternating with traxene 3.75 milligrams every four hours. On (B) (6) 2010, they attempted to do a lumbar puncture to access cerebrospinal fluid to send off as a baclofen assay; however, after multiple attempts, the cerebrospinal fluid was not able to be obtained. They also tried doing a catheter dye study, but after accessing the catheter access port they were unable to withdrawal any fluid or medication back from the catheter so the decision was made not to proceed with the catheter dye study. An ap and lateral x-ray was done and there were no suspicious findings on that. On (B) (6) 2010, pediatric neurosurgeon did a catheter exploration. The patient had rods from her cervical down to her lumbar spine so the catheter had in the past been implanted via cervical approach with the catheter being threaded retrograde. An incision was made at the cervical level and the catheter was exposed. The surgeon then cut the catheter where the catheter exited out from the cervical level. After the catheter was cut, there was a single bolus that was programmed into the pump and fluid was visualized at the end of the proximal catheter. After this was verified, the bolus was aborted. An attempt was made to obtain cerebrospinal fluid from the existing proximal segment of the catheter; however, this was not able to be done. The surgeon then decided that there was a blockage in the existing spinal catheter, so he subsequently explanted the spinal catheter and replaced it with a new segment of spinal catheter. After verifying the x-ray and retrograde flow csf that this catheter was in place, he then connected the two segments of catheter with the connecting pin and the appropriate strain relief sleeve. After surgery, the newly implanted distal segment of catheter was primed with the appropriate amount of medication and the pump infusion rate was restarted with 100 micrograms every day from a prior infusion rate of 540 micrograms every day. The drug reservoir was filled with lioresal at a concentration of 2,000 mcg/ml. The patient recovered without sequela. As of (B) (6) 2010, the patient remained hypertonic. The infusion rate was at 480 mcg/day. The patient was taking oral antispasmodics baclofen and tizanidine.

Manufacturer narrative:
(B) (4). The spinal portion of the catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.